Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5081916.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.